Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device and left ventricular (lv) lead were taken out of service due to the continued high out of range impedance measurements.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine interrogation, review of the daily measurements revealed that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements over the last two months. It was noted that the patient felt tired but had no other symptoms and all other lead measurements were within range. The clinician performed isometrics and pocket manipulations with continuous out of range lv impedance measurements. Since the lead was programmed lv tip to lv ring, other configurations were tested. When programmed lv tip to can there was consistent in range impedance measurements. Subsequently the lead was left programmed lv tip to can and they will continue to monitor. No adverse patient effects were reported.